Event description:
It was reported that during multiple manual shock tests, the patient received the shock however, the programmer displayed that the device could not deliver the shock. After the third shock, the heart did not capture lv and rv pacing. Patient is pacemaker dependent and was asystole. The physician changed the rv cap confirm off and the heart started to capture both chambers. Out of range hv impedance was observed. Insulation damage suspected. Lead was explanted.

Event description:
New information received notes that the lead was capped and not explanted as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.